Event description:
During a low anterior resection procedure, the instrument was difficult to open and close before it was applied on the pt. The surgeon applied another device successfully.

Manufacturer narrative:
7/16/97-supplemental report #1 submitted to FDA.